Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a an undetected downstream occlusion in its maintenance history. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification. The customer reported undetected downstream occlusion is a failure without logical activities or recorded events that would confirm the problem or identify the direct cause of the event. The opportunity to verify the allegation and determine causality has been lost. The device was required to meet all calibration and testing specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.